Manufacturer narrative:
System logs not are available.

Event description:
It was reported that during an ion biopsy procedure, a patient developed massive haemoptysis resulting in significant bleeding through the endotracheal tube and airway obstruction due to clots. The physician reported that the patient could not be ventilated because of the amount of bleeding and clots. The patient experienced cardiac arrest, which was followed by resuscitation. This necessitated rigid bronchoscopy for airway management. The initial reporter followed up with physician next day, who stated that the patient was stabilized and was expected to recover well and be discharged. The ion system worked as intended. The tumor was vascular and it is believed that the blood bled back around the catheter. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.